Event description:
Patient had an ekos catheter infusing in the right groin that was noted to have a significant amount of medication leaking from the catheter portion of the ekos line onto the patient's bedsheets. Rn found leaking catheter and notified the attending physician. Patient was taken back to the or for emergent removal of catheter and surgery.